Event description:
Outbound, pt reports extension tubing lot #3667097 leaking at the filter. No further details provided. Diagnosis or reason for use: pph. Is the product compounded? No; is the product over-the-counter? No.